Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MFR 3008344661-2022-00157-00 is for sid (B)(6). MFR 3008344661-2022-00158-00 is for sid (B)(6). MFR 3008344661-2022-00159-00 is for sid (B)(6). MFR 3008344661-2022-00160-00 is for sid (B)(6). MFR 3008344661-2022-00161-00 is for sid (B)(6). MFR 3008344661-2022-00162-00 is for sid (B)(6). MFR 3008344661-2022-00163-00 is for sid (B)(6). MFR 3008344661-2022-00164-00 is for sid (B)(6). MFR 3008344661-2022-00165-00 is for sid (B)(6).

Event description:
The customer observed false reactive alinity s hbsag results for multiple cadaveric tissue donor serum samples that were nat negative. The following data was provided (units of measure is s/co): (B)(6) 2022 sid (B)(6) initial result = 1.25, repeats = 1.31 and 1.43, hemolysis was negative (B)(6) 2022 sid (B)(6) initial result = 1.74, repeats = 1.78 and 1.76, hemolysis was negative (B)(6) 2022 sid (B)(6) initial result = 2.19, repeats = 2.21 and 2.80, hemolysis was 1+ (B)(6) 2022 sid (B)(6) initial result = 2.48, repeats = 2.22 and 2.31, hemolysis was 1+ (B)(6) 2022 sid (B)(6) initial result = 1.38, repeats = 1.32 and 1.52, hemolysis was 1+ (B)(6) 2022 sid (B)(6) initial result = 1.00, repeats = 1.04 and 1.12, hemolysis was 1+ (B)(6) 2022 sid (B)(6) initial result = 2.67, repeats = 2.64 and 3.01, hemolysis was 1+ (B)(6) 2022 sid (B)(6) initial result = 1.00, repeats = 1.02 and 1.06, hemolysis was 2+ (B)(6) 2022 sid (B)(6) initial result = 2.52, repeats = 1.93 and 1.98, hemolysis was negative the tissue was discarded for all impacted sids. No additional impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, return sample testing was completed. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot 36342fn00 and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Lifenet health returned a total of nine cadaveric samples to abbott for the investigation. To assess the level of hemolysis, a visual inspection of the returned cadaveric samples was performed. The assessment was performed by applying the visual inspection reference guide of the american red cross biomedical services. Additionally, cell-dyn sapphire hemoglobin and alinity s hbsag testing was performed. (* per the complaint documentation (B)(6), 2220219 is the same sample as (B)(6), 2220219. (B)(6) is the accession for archive of (B)(6), 2220219 as the original tube (06) was no longer available.) (B)(6), 2220432: 0.9% of hemolysis, hbsag results = 1.32 s/co, 1.10 s/co, and 1.12 s/co, hemoglobin = 384 mg/dl. (B)(6), 2220603: 1% of hemolysis, hbsag result = 0.94 s/co, hemoglobin = 202 mg/dl. (B)(6), 0313-22: 1% of hemolysis, hbsag result = 0.88 s/co, hemoglobin = 257 mg/dl. (B)(6), 2220716: 1% of hemolysis, hbsag result = 0.84 s/co, hemoglobin = 332 mg/dl. *(B)(6), 2220219: 2% of hemolysis, hbsag result = 0.60 s/co, hemoglobin = 840 mg/dl. (B)(6), 2220333: 1% of hemolysis, hbsag result = 0.96 s/co, hemoglobin = 225 mg/dl. (B)(6), 2220697: 2% of hemolysis, hbsag results = 2.91 s/co, 2.31 s/co, and 2.51 s/co, hemoglobin = 173 mg/dl. (B)(6), 2220899: 0.9% of hemolysis, no hbsag result due to insufficient volume, hemoglobin = 993 mg/dl. (B)(6), 2220883: 0.9% of hemolysis, hbsag results = 2.02 s/co, 1.86 s/co, and 2.02 s/co, hemoglobin = 75 mg/dl. Per the american and european red cross standards, the acceptable level of hemolysis (based on visual/qualitative inspection) is less than 0.8%. All 9 samples exceed the acceptable level of hemolysis per the american and european red cross standards. Of the 9 samples, 5 were nonreactive, 3 were reactive, and 1 had no hbsag test result due to insufficient volume. Of the 9 samples, 2 had hemoglobin levels exceeding package insert (7 had levels less than 500 mg/dl). A technical review of field data for alinity s hbsag was performed. Overall reactive rates of lot 36342fn00 across lifenet health, applicable peer sites and across all us customer sites were collected and assessed. Across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 36342fn00 are within product requirements, within package insert representative data and comparable to other lots analyzed in the comparison. At lifenet health the performance of lot 36342fn00 is below the package insert representative data, however the ir-rr rates are higher as compared to peer sites. Based on our investigation, no systemic issue or deficiency with the alinity s hbsag reagent for lot 36342fn00 was identified. MFR 3008344661-2022-00157-01 is for sid (B)(6). MFR 3008344661-2022-00159-01 is for sid (B)(6). MFR 3008344661-2022-00160-01 is for sid (B)(6). MFR 3008344661-2022-00161-01 is for sid (B)(6). MFR 3008344661-2022-00162-01 is for sid (B)(6). MFR 3008344661-2022-00163-01 is for sid (B)(6). MFR 3008344661-2022-00164-01 is for sid (B)(6). MFR 3008344661-2022-00165-01 is for sid (B)(6).